Event description:
It was reported to the manufacturer that the vns patient has been experiencing severe hoarseness and has a low voice. The patient's cough has been reported to be "weak" as well. Follow-up revealed that the patient was diagnosed of vocal cord paralysis on the right vocal cord by an ent. Voice therapy has been prescribed to the patient for the paralysis. The patient's device was programmed to low settings to help with the paralysis as well. No other interventions will be taken. The physician alleged the paralysis to the implantation surgery of vns.